Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event was perforation. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic. It was noted via echocardiogram that the patient's right atrial (ra) lead perforated the heart resulting in pericardial effusion and cardiac tamponade. The ra lead was explanted and replaced. The patient was stable throughout the procedure.